Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 24. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, increased sensitivity, fistula and inflammation. No further patient complications were reported.